Manufacturer narrative:
(B)(4).the evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that during use, a ventilator screen went black. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.